Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were evaluated in the field and the issue was confirmed; 11 units had broken/damaged components, 1 has a misaligned component, 1 had a sticking component, and 1 had a component with a short circuit. The devices were repaired and returned. 5 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction events, where it was reported the unit exhibited phantom motion. There was no patient involvement.